Event description:
It was reported that during device changeout, high capture threshold was observed. Upon further evaluation the lead was found to be dislodged. The lead was cut and capped. Subsequently the patient returned at the later date, and the remainder of the lead was fully explanted.